Manufacturer narrative:
Additional data: g1 (manufacturing site). Corrected data: h3, h6. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Device was returned for evaluation. Analysis of the pump's functionality was performed. The pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.3 mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 °c did not produce any fluid droplets at the tip of the stem. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c. The dispensed volume was 0.0 ml (0.0%) of the expected volume. The catheter access port and suture ring were removed and the pump was decontaminated a second time. A magnet flush was performed with the suture ring and cap off, and the fluid was just dripping out. An additional multi-rate flow tests was performed and yielded a result of 0.0 ml (0%) of the expected volume. The device was unable to prime at the designed temperature and therefore, is associated with CAPA 00065. Further investigation will be captured in CAPA 00065. Internal complaint #: (B)(4).

Manufacturer narrative:
Pending results of analysis and investigation of device. Internal complaint number: (B)(4).

Event description:
Office manager contacted technical solutions to report an explant due to underinfusion volume discrepancies. During the patient's first refill appointment, an underinfusion volume discrepancy was observed. The expected volume was 12ml and the actual volume 14.2ml. The pump was then refilled. Approximately two months later, the patient came in for another refill and another underinfusion volume discrepancy was observed. The expected volume was 3.9ml, but the actual aspirated volume was 19ml. Patient reported an increase in pain in their right foot. The following day, a cap study was performed, which confirmed that the catheter was patent. A pump replacement occurred shortly after.